Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a mother gave birth naturally through a perineal incision on (B)(6) 2025 and suture was used. The incision site was routinely sutured, and 20 days after delivery, she reported that the suture was not absorbed. After returning to the hospital for examination, the suture was removed under routine disinfection. 22 days after delivery, the suture used for intradermal suturing of the incision site appeared on the skin due to rejection reaction, with a length of about 2cm. She returned to the hospital again for suture removal. The patient returned to the hospital to have the stitches removed and will continue to be tracked and followed up. No additional information was provided.